Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for 'emg inhibition'. During the invasive procedure, the unipolar lead, model 4161, was found to have an insulation break. The lead was removed from service.